Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there is sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer reported that sensor did not have cannula attached to it. Customer will be send a replacement sensor and will return current sensor.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor intact with no broken or missing pieces observed during our analysis.